Event description:
Bed alarms are unreliable. Do not alarm when pts get out of bed, even when pts are in right position and of adequate weight. Sometimes they work, sometimes they do not. This pt was found lying on floor in front of bathroom. Bed alarm did not sound until 5 minutes after pt got up.